Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they still had the uti. They were prescribed some vitamin c and they will do another test to see if that helps clear it. They are not going to continue with any other ptnm treatments. The patient would discuss other options with their healthcare provider (hcp) in a month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient being treated with the ptnm device reported they think they have a urinary tract infection. The healthcare provider (hcp) did a test, but they had not heard back from them, yet. The issue was noted to not be resolved at the time of the report. No external factors associated with the event were noted and there was no surgical intervention planned.